Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) (B)(4), alleging that her son¿s onetouch verio meter was reading inaccurately high compared to his feelings/normal results, other unknown meters and to a continuous glucose monitor. The following complaint was classified based on information obtained from customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the initial documentation from the reporter. The reporter alleged that the product issue began 2 days prior to her contacting lfs, stating that on (B)(6) 2019 they had obtained a blood glucose result of ¿22.0 mmol/l¿ on the subject meter compared to a much lower unknown result on a continuous glucose monitoring device. Lifescan does not consider this to be a valid comparison. Prior to the result of ¿22.0 mmol/l¿ being obtained the reporter stated that the patient had ¿done a run and had hardly any carbs¿. It is unclear from the documentation how the patient manages his diabetes or if any changes were made to his normal diabetes management regimen in response to the alleged issue. The reporter stated that on (B)(6) 2019, her son had developed symptoms of a ¿hypo¿. At the time of the alleged ¿hypo¿ she carried out a blood glucose test and a result of ¿13.0 mmol/l¿ was obtained on the subject meter and a result of ¿3.9 mmol/l¿ was obtained on an unknown device. There is no evidence the patient required or received any treatment for the alleged symptoms. The reporter stated that on the afternoon of (B)(6) 2019, she purchased another vial of strips, and using the subject meter a result of ¿14.0 mmol/l was obtained using the old strips and ¿8.1 mmol/l¿ using the new strips. She also reported caring out two more sets of tests on other unknown branded meters and alleged obtaining higher results on the old strips both times. Csr noted that it was not possible to carry out any troubleshooting with the reporter. In the initial correspondence from the reporter it was noted that the strips had been stored correctly in a cool environment etc. This complaint is being reported because the patient reportedly developed symptoms that may be of a serious injury adverse whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.